Event description:
It was reported that the plunger rod was difficult to move and did not fully draw up medication with a bd syringe 1.0ml 31ga 8mm 10bag 500 pl/wg. This occurred on 5 separate occasions during use, however, the date/time is currently unknown. The following information was provided by the initial reporter: consumer stated plungers are difficult to move, 5 syringes affected. Could not draw medication, stated he would get half his dosage into syringe but then he couldn't draw the rest because the plunger was hard to move.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 9014552. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. There was one (1) notification [(B)(4)] noted for smeared stoppers, dry barrels. As no samples and/or photo(s) were received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
H.6. Investigation summary: customer returned three loose 31g x 8mm, 1ml walgreens syringes. Walgreens consumer stated plungers are difficult to move. All three returned samples were examined, and it was observed that each syringe had a disfigured stopper. The disfigured stoppers would be the cause for the plunger rod being difficult to move, as reported. A review of the device history record was completed for batch # 9014552. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. There was one (1) notification [(B)(4)] noted for smeared stoppers, dry barrels. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (disfigured stopper). As per investigation completed by manufacturing, "on 19aug2019, holdrege received (3) 1.0ml, 31g, 8mm syringes from lot #9014552. Samples were decontaminated per (B)(4) prior to evaluation. Visual inspection of the syringes found the stoppers with rolled edges and an irregular shape inside the barrel. The stopper was removed and little to no silicone was present. The stopper kept its irregular shape and did not return to a normal flat position. Silicone is sprayed into the barrel to provide lubrication for the plunger rod and stopper. If silicone is not present when the stopper is installed at the assembly metro, the sealing edge of the stopper can roll and disform due to the friction between the barrel and stopper. A review of quality notifications found one notifications related to insufficient silicone in the barrel, (B)(4). The silicone tank was allowed to run empty on machine jl. Root cause of the deformed stopper is due to silicone tank running empty on machine jl. Silicone was added to the tank and 36 consecutive parts were ran to confirm the machine was running properly per mrb in notification (B)(4). CAPA pr666972 was opened on 11nov2019 to address difficult and unable to operate syringes, which is related to the application of silicone in the barrel. The CAPA is currently in implementation phase as of 30aug2019." H3 other text : see section h.10.

Event description:
It was reported that the plunger rod was difficult to move and did not fully draw up medication with a bd syringe 1.0ml 31ga 8mm 10bag 500 pl/wg. This occurred on 5 separate occasions during use, however, the date/time is currently unknown. The following information was provided by the initial reporter: consumer stated plungers are difficult to move, 5 syringes affected. Could not draw medication, stated he would get half his dosage into syringe but then he couldn't draw the rest because the plunger was hard to move.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger rod was difficult to move and did not fully draw up medication with a bd syringe 1.0ml 31ga 8mm 10bag 500 pl/wg. This occurred on 5 separate occasions during use, however, the date/time is currently unknown. The following information was provided by the initial reporter: consumer stated plungers are difficult to move, 5 syringes affected. Could not draw medication, stated he would get half his dosage into syringe but then he couldn't draw the rest because the plunger was hard to move.